Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed that the issue did not occur during the load process and the customer had not previously reported similar alarms with the current pump. However, alarms were triggered with consecutive cartridges. To resolve the issue, technical support arranged for a replacement pump to be sent, which includes updated software. The customer was instructed on returning the problematic pump and advised on necessary steps to set up the replacement pump, including programming settings and connecting their continuous glucose monitor (cgm). The customer acknowledged and understood all instructions. Customer reverted to an alternative method of insulin therapy.